Event description:
During routine testing, the user found that the trace on the "crt" was not visible. The ECG was viewable on the chart recorder. There was no pt involved. Tests disclosed that the high voltage multiplier in assembly 590264 had failed. No specific cause for the failure could be determined. This appears to be a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.